Event description:
A customer reported to baxter corporate product surveillance an unknown amount of interlink continu-flo solution sets in which the spike was bent. It is unknown when this event occurred. Patient involvement, injury, medical intervention, and adverse events are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the reported condition could not cause or contribute to a death or serious injury if it were to recur.